Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent struts damage was discovered. Therefore, the taxus express2 8.8% 2.50 x 20 mm stent was never used. The procedure was successfully completed using another taxus express2 8.8% 2.50 x 20 mm stent. No pt injuries or complications were reported and the pt status is reported as "satisfactory/good."